Event description:
A customer reported receiving a minimum fill notification while attempting to inject insulin from a pen directly into a cartridge with humulin insulin. There was no adverse impact to the customer's blood glucose level. The customer received education from technical support on off-label insulin usage and recommended practices. They declined further troubleshooting but mentioned they would call back if necessary, and no additional actions were required.